Event description:
Information received with return of the explanted device notes a lack of sensing and that the patient experienced pain. During the explant procedure, the patient developed tamponade and an emergency thoracotomy had to be performed.